Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded, rusted and broken battery contact spring.

Event description:
It was stated that the spring inside the battery compartment was lost. Nothing further was reported.